Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that with the suspect electronic patient gas system (epgs) attached to lab use only (luo) testing equipment, oxygen (o2) analyzer calibration failed. The o2 sensor was removed and a luo o2 sensor was installed. The epgs passed calibration and all verification/ release testing determining the suspect o2 sensor to not meet the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs. Performance and verification testing passed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) gas flow lost control and was not matching what the user expected. The epgs repeatedly needed recalibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the cause of the failure was due to a gas bubble in close contact to the cathode. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) replaced the oxygen sensor. The unit operated to the manufacturer's specifications.